Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was in for a scheduled procedure. It was reported that the physician attempted to cannulate the contralateral gate from the patient's left exposed groin via the common iliac artery; however this was unsuccessful. The main body limb was then deployed and an attempt was made to snare a wire from a catheter placed on the right side over the bifurcation down the contra lateral side. This was also unsuccessful. Then an attempt was made to snare a wire and catheter placed in the left brachial artery. That was also unsuccessful. An angiogram was taken of the groin and determined that the original sheath from another manufacturer that was in the left groin created a dissection and didn't allow the catheter to be in the same plane as the wire coming from the contralateral gate. The procedure was then stopped due to the patient losing 600cc of blood and the amount of fluoro that was used. The dissection was not treated. The patient was taken to recovery where 2 hours later was determined to have a cold leg. This could have been from the leg being occluded for so long, from the dissection plane, or thrombus emboli from the sac trying to cannulate the gate. At 7:30pm the patient was being brought back to surgery to determine the cause of the cold leg. The physician pulled out thrombus from the patient's leg, restoring blood supply to the foot. The patient was brought back to the or two days later to complete the aaa repair. No heparin was used because the patient was developing symptoms consistent with hit. The physician attempted to cannulate the gate while utilizing ivus to determine the true and false lumen in the left common iliac. The cannulation was unsuccessful, so the physician coiled the left internal iliac and then put a talent occluder 22mm the proximal lcia. Flow was still present so another occluder was placed distal to the first. Flow was not present. Then the doctors sewed another manufacturer¿s ringed ptfe graft the left common femoral. A 36 aui was implanted just proximal to the initial stent graft. Then a 16x16x82 limb was implanted to connect the aui with the bifurcated stent graft. A completion angiogram was taken and determined a clot in the left distal ipsilateral limb. The clot was removed and flow was restored. The fem-fem bypass was completed with flow to the left leg. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).